Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a two vessel lesion via a coronary arteriography procedure for the right coronary artery. When advancing the 3.5x38mm xience alpine stent, it met resistance with the whisper ms guide wire. The xience alpine was removed and noted that the stent struts were broken/fractured, still remaining in one piece. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance and stent break could not be confirmed; however, it is possible that the material deformation noted during return analysis may have been reported as a break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing the stent delivery system (sds) over the guide wire include, but are not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. Factors that may contribute to a stent break include, but are not limited to, material properties, low tensile strength, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, return analysis was unable to confirm the reported difficult to advance, as the guide wire lumen was tested to be within specification; however, it is possible that circumstances of the procedure may have contributed to the difficulty. Additionally, the reported stent break was unable to be confirmed by return analysis; however, it is possible that the material deformation discovered during return analysis was reported as a break. The stent material deformation noted during return analysis was possibly caused by manipulation of the device during its interaction with the guide wire, as resistance was reported. An unknown material was returned attached to the proximal end of the stent; this material was likely from an accessory device. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.